Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. No insulin smell like noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners and battery tube threads. Device received with minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 461 mg/dl. Insulin was leaking at the site. Infusion set cannula was bent. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.